Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a literature article that the patient underwent left scleral buckling surgery with cryotherapy and drainage of subretinal fluid on unknown date and suture was used for a temporal, scula involved, retinal detachment. During the procedure, silicone buckle was positioned temporarily under the lateral rectus and secured with the suture above and below muscle. Review on the first postoperative day revealed an attached retina with a good indent from the buckle. Ten days later, the patient's vision worsened and the left eye became red and painful. Intensive topical dexamethasone, ofloxacin, oral ciproflaxacin and clarithromycin were recommended. The buckle and suture were removed and swabs were taken from the sclera. The sclera was intact and no abscess or granuloma was evident. The next day the patient's condition worsened and endophthalmitis was diagnosed. Aqueous and vitreous taps were taken and intravitreal amikacin and vancomycin administered. The results of the aqueous and vitreous taps were negative. Gram stain of specimens from the buckle and scleral swabs demonstrated gram negative rods. Pseudomonas species were cultured. The fundoscopy was performed and a discrete elevated yellow subretinal lesion was seen in the superotemporal quadrant located at the buckle site, consistent with a subretinal abscess. The ultrasound b-scan confirmed a dome shaped lesion in the same area with no evidence of scleral thickening. Eleven days after intravitreal antibiotics, the eye much less inflamed and the subretinal abscess had resolved. The retina remained attached and the patient was discharged on topical dexamethasone, atropine, oral prednisolone, clarithromycin and ciprofloxacin. It was also reported that the posterior location of the lesions on b scan suggests that infection occurred at one of the suture entry sites adjacent on the posterior edge of the buckle.